Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on posterior. Microscopic analysis was performed which identified: puncture opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is striated punctured assessed as surgical damage like.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.